Event description:
It was reported that a patient underwent a robot-assisted laparoscopic total vaginal hysterectomy for uterine fibroid on (B)(6) 2022 and a barbed suture was used on the vaginal cuff with continuous suturing. Around (B)(6) 2022, the patient was discharged within the usual period. After the surgery, bleeding from the vaginal cuff continued even after discharge, and hemostasis (by suturing and incineration) was performed on an outpatient basis for a month, although the causal relationship was unknown whether it was suture failure or tissue tearing. The patient visited the outpatient department 3 times from (B)(6) 2022. Hemostasis (first time : incineration, second time : incineration, third time : suture ) was performed. Local anesthesia was used. The hemorrhage stopped and the patient recovered. Current status of the patient was reported as discharged from the hospital. The surgeon opined causality is unknown, however a contributing factor may have been the tissue split. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify - was stratafix used during this procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? Did the patient experience a wound dehiscence? Onset date/time of dehiscence? (# post op days) please describe the appearance of the suture during the second procedure. Is it known how the bleeding occurred and the wound dehisced? Did the suture break or pull out of the tissue? Were there any precipitating stress factors that led to the wound dehiscence? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify - was stratafix used during this procedure?=>yes. What was the tissue condition (normal, thin, calcified, fragile, diseased)?=>unknown. Please describe any medical/surgical intervention required for this suture event including dates and results.=>the patient come back 3 times from may 11 to may 31. Cauterization and suturing were performed for vaginal bleeding. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?=>unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure?=>unknown. Was at least one reverse stitch performed prior to closure?=>unknown. What symptoms did the patient experience following the index surgical procedure? Onset date?=>bleeding from the vaginal cuff continued even after discharge. Other relevant patient history/concomitant medications?=>unknown. When did the bleeding occur?=>post-op. What was the source and triggering event of bleeding?=>dr said it is unknown if the suture failure, torn tissue or etc. Occured which lead to bleeding. What was the volume of blood loss?=>unknown. Did the patient experience a wound dehiscence?=>dr said it is unknown if the suture failure, torn tissue or etc. Occured. Onset date/time of dehiscence? (# post op days)=>from may 11 to may 31 (post op 15-35 days) please describe the appearance of the suture during the second procedure.=>unknown. Is it known how the bleeding occurred and the wound dehisced? Did the suture break or pull out of the tissue?=>dr said it is unknown if the suture failure, torn tissue or etc. Occured which lead to bleeding. Were there any precipitating stress factors that led to the wound dehiscence?=>unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>the causal relationship was unknown whether it was suture failure or tissue tearing. What is the patient's current status?=>the pateint has been discharged from the hospital. Lot number?=>unkonwn. If applicable, will product be returned? If so, please provide the return date and tracking information.=>no sample will be returned.